Event description:
It was reported during the implant procedure it was difficult "to introduce the wire inside the lumen". A new lead was used to complete the procedure. The patient was listed as "doing well". No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary:(B)(4) the full lead was returned and analysis revealed that the distal conductor had blood/fluid obstruction. It was also noted that there was blood in/on the helix/lobe mechanism and the lead appeared to have been damaged at implant.